Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected set was not provided. Therefore it is not possible to identify the set lot number of the device in question and therefore its UDI number.

Event description:
The event occurred in USA during treatment. It was reported that at 4200 rpms a loud grinding noise was heard. The customer temporarily turned the rpm down below 4000 rpm and the noise went away. The hls set was replaced. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID (B)(4).